Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised against continued use of aligners due to development of gum disease and their teeth alignment not appropriately shifting. The aligners are causing more damage than improvement. At check in patient marked true to pain, discomfort, excessive bleeding, inflammation, gingivitis, sensitivity.